Manufacturer narrative:
Additional information was received from the hospital. The patient is reported to have been transferred from a regional hospital after being diagnosed with congestive heart failure. During the patient's echocardiogram the patient became unresponsive and a code was called. Resuscitation efforts were performed and were unsuccessful. The echocardiogram had noted the ejection fraction to be 5-10% with severe wall motion abnormalities. The discharge diagnoses were: sudden cardiac death secondary to severe cardiomyopathy, ejection fraction between 5 and 10%, coronary artery disease, hypertension with hyperlipidemia, insulin-dependent diabetes mellitus, gastroesophageal reflux disease, chronic edema, hyperlipidemia, depression and chronic obstructive pulmonary disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. A 5076-52, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. A 5076-52, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient¿s spouse that the patient is deceased. It was further reported that the patient was in the hospital, was taken to have ¿heart checked¿ and after return to the room the patient died. The spouse questioned ¿why ICD didn¿t shock¿ the patient. Additional information obtained from the cardiologist clinic reported the patient was admitted due to fluid on lungs and was taken for an echocardiogram. The patient arrested and resuscitation efforts were initiated and were unsuccessful. The cause of death has been requested and not received.